Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged has to push the 'down arrow' button 8 to 9 times to get it to work, ok button is hard to push as well; this has happened within the last 2 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was observed to the keypad cover. During testing, the down arrow and contrast keypad buttons were intermittently responsive and required multiple presses with increased force to engage. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.